Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with the troubleshooting process. The customer was advised to check the pinch valve (pv) 49 and the customer observed that the tubing was leaking. Cts walked the customer through the replacement of the tube. Customer did not observe any leaking after the tube replacement. The customer has not reported any further issues. Bec service was not dispatched for this event as the customer corrected the issue. Failure mode: the cause of the leak was the tubing at pv49. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument was leaking. The volume of the leak was approximately 10 ounces and leaked onto the floor. It is unknown if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.